Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The manufacture's field service engineer (fse) reported that during preventative maintenance (pm), fse identified that the backup battery (bub) test failed due to bad battery. It would not hold charge. There was no patient involvement.